Event description:
It is reported that the patient was revised due to loosening of the tibial component and osteolysis under portions of the femoral component.

Manufacturer narrative:
Information was received from a consumer who is not required to complete form 3500a. This report will be amended when our investigation is complete. The information provided on this form was previously submitted under manufacturing report number 3007963827-2014-00013.